Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a thrombosed vein graft. A 7.0 x60, 75cm gladiator elite balloon catheter was advanced for dilation. However, on the first inflation at 8 atmospheres, the balloon ruptured. The device was pulled and removed through the sheath. Another 7x60 gladiator elite balloon was used to complete the procedure. There were no patient complications reported.